Manufacturer narrative:
G4: 14oct2019; b4: 14oct2019. The touchscreen was returned for failure analysis. The touchscreen was damaged (received with cracked and shattered glass); therefore, no additional testing could be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration multiple times and replaced the touchscreen and the issue was resolved. The touchscreen was calibrated successfully.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.